Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient is having trouble and the patient is in a lot of pain and their hip is hurting as well. Caller states having trouble charging ins. Caller states keeps saying 100 and doesnt go down with the usage and just stays at 100. Agent advised to check if the ins is on. The issue started about a week ago. Agent reviewed how to change programs. Caller changed from group c to group a and increased amplitude to 2.4. Patient said they normally feel the tingling but were not feeling anything; caller mentioned for past week hasn't felt anything. Patient will have to tell the caller when they feel anything. Caller will continue going through each group and see if the patient feels any stimulation. Caller states they have an appointment next monday and were hoping a mdt representative can be there. Caller will continue to change settings and talk with hcp if this doesn't help the patient on monday.